Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -10.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to loss of bcva. Bcva went from 20/25 to 20/35. The lens was exchanged for a similar lens and the problem was resolved. The patient's post-op bcva on (B)(6) 2017 was 20/20.